Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported the during a lap cholecystectomy procedure the device staples were malformed. They used another device to complete the case. No pt consequence.